Event description:
The patient contacted animas on (B)(4) 2013 reporting that the pump's time lag was about seven minutes when battery was changed. The patient stated this lag time issue started one year ago but did not want to report it then. There is no reported adverse event with this complaint. This report is made based on the allegation of the time loss/gain issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2015: device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump black box history found no indication of a time loss/gain issue. The pump maintained time and date accurately during a time keeping accuracy test. There were no errors, alarms, or warnings that occurred during testing.